Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (debris on the lens). (B)(4)

Manufacturer narrative:
This product is not marketed in the us. Patient code: secondary surgical intervention, explant and exchanged. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -12.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted and exchanged for a shorter lens due to observation of excessive vault with significant reduction of irido-corneal angles. The lens exchange for a shorter length resolved the problem.